Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the eri battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of an ICD malfunction.

Event description:
It was reported that the device shows the eri status. The ICD was replaced. Furthermore, the old lead was capped and a new one was implanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.

Event description:
It was reported that the device shows the eri status. The ICD was replaced. Furthermore the old lead was capped and a new one was implanted. Please note this ICD is affected by a field safety corrective action, bio-lqc, initiated in march 2021.